Event description:
There are incidents in which one medication is ordered twice at different doses and schedules by the same route. The error thread is initiated by human factors involving user unfriendly interfaces and screen displays. It continues. The cpoe contrivance does not always warn of duplicate medications. The font size is small for the visual acuity of many users and the screens contain excess clinically extraneous and distractive information. The pharmacists miss it. Unless the nurse specifically reviews the entire medication list and schedule and detects the duplication, the patient receives all of the medication that was ordered. The frequency that duplicate medicines are delivered, an/or get to the patient is unknown, and probably not studied.